Event description:
It is reported that upon opening, it was noticed that the implant had punctured through the sterile packaging.

Manufacturer narrative:
Evaluation summary: the fluted revision stem and all packaging were returned for review. Visual examination noted the carton was opened on the wrong end, with the wrap-around labeling torn through to gain access to the implant. The end which is intended for opening was noted to have evidence of being crushed and/or dropped, as well as a hole through the end of the carton and through the tamper evidence seal. The stem itself has penetrated through both the inner and outer cavities and the damage corresponds to placement of the hole through the carton and seal. The item was manufactured in january 2009, and has been in transit an unk number of times since being released to the shelf for distribution. Based upon the investigational findings, the damage was caused by the box being subject to a significant impact, possibly during transit. It is likely that the cause of the damage was exposure to hazards outside of normally anticipated distribution environments. Evaluation: device history records indicate all components were manufactured and inspected to specification.